Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an implant of a new device. During implant the suture sleeve of the right ventricular lead snapped. The physician elected to use a different lead. No patient consequences or symptoms were reported.

Manufacturer narrative:
The reported event of ¿suture sleeve snapped and broke on hv lead¿ was confirmed. As received, a complete lead was returned in one piece. The damage found was sustained during procedure. The lead was otherwise normal.